Manufacturer narrative:
The insulin pump had cracked case at display window corners, broken reservoir tube lip, cracked belt clip slot near battery tube, minor scratched and cracked display window. The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had cracks near the battery compartment and reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.